Event description:
The lead was explanted due to an infection and insulation damage was noted during the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records the reported insulation abrasion was confirmed. Analysis found external insulation abrasion between 7.2cm to 7.9cm from the distal tip within the 1.1cm silicone-only, non-optim insulated area of the lead body that exists in riata st optim leads, possibly due to friction to another device or calcified valve. Conductor cables were externalized due to this external abrasion, however, the etfe coating remained intact. The lead exhibited normal electrical values.